Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial #: (B)(4), implanted: (B)(6) 2018, product type: catheter, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving an unknown medication via an implantable pump. Indication for use was non-malignant pain. The date of the event was unknown. It was reported at refill a volume discrepancy was noted. Surgical intervention was planned. The replacement was scheduled for (B)(6) 2019. No symptoms were reported. Patient status was alive - no injury. The issue was not resolved. No further complications were reported.